Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 during placement surgery for the dynamic hip screw (dhs) in the femoral neck, the screw diameter was abnormally larger than the diameter of the plate hole. The screw would not bolt into the plate. The surgery time was prolonged since the surgeon had to remove the screw compromising the already achieved fracture reduction, in order to use another screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.